Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The reported event of damage to the mpu patient cable was not confirmed as no products were returned for analysis and no photos were submitted for review. The submitted system controller event log file contained approximately 3 days of data ((B)(6)2023 per the timestamp). The log file captured low voltage hazard and no external power alarms on (B)(6)2023 from 11:12:47 to 11:12:54 due to a loss of external power while connected to the mpu. The alarm resolved once power to the mpu was restored. The system controller backup battery supported the system during the loss of external power without any issues. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The submitted system controller periodic log file contained approximately 11 days of data ((B)(6)2023 per the timestamp). The data in the log file did not indicate any issues with the mpu. No atypical alarms were observed in the log file. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information, including if the mpu has a v-lock connector on the ac power cord, if the mpu ac power cord became loose at the wall outlet or from the back of the unit, and if any products will be returned for analysis; however, no response was received. The root cause of the reported events could not be conclusively determined through this analysis. The device history records (DHR) were reviewed and the records revealed that the mobile power unit (mpu) was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6)2021. Review of the DHR revealed that the mpu was manufactured to include an ac power cord with a v-lock connector. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including low voltage hazard and no external power alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when the patient was connecting to the mobile power unit (mpu) the controller would alarm for low battery. Upon interrogation a no external power alarm was seen. Review of the patient's log files showed low voltage hazard and no external power alarms on (B)(6) 2023 at 11:12 when switching from battery power to the mpu. The relative state of charge (rsoc) voltages were lower than expected in the 11 volt range, causing the low voltage hazard events and which enabled the emergency backup battery (ebb). The rsoc values did reach 12 volts seconds later and the alarms cleared. A nick was also noted on the patient cable of the mpu.